Event description:
The lifecor territory manager of a male patient contacted lifecor customer support to report that the patient was receiving "adjust belt" messages. The territory manager replaced the patient's garments, and was still receiving the "adjust belt" message. The territory manager then replaced the electrode belt.in 2007, the patient's nurse called support to report that the alarms had begun again. The nurse stated that she had found the electrode belt unhooked from the monitor. Support had her reconnect the electrode belt to the monitor. The territory manager swapped out the electrode belt again, because the alarms continued. The following month, the patient was transported to the hospital, because staff believed he was treated by the lifevest. Patient's son downloaded the device, and the download revealed no automatic or treatment events. The territory manager replaced the electrode belt for a third time. The territory manager rebaselined the patient. He gave the patient a replacement monitor, and left the hospital to download the new baseline. While he was gone the patient disconnected the system again. The territory manager explained the importance of not removing or disassembling the system.

Manufacturer narrative:
Device manufacture date: monitor 2003. Electrode belts 2006. Monitor 2007. Device evaluation summary: device evaluations of monitor, electrode belts, and monitor have been completed. The reported problem was confirmed. Monitors and electrode belt were found to be functionally normal. They were retested and restocked. Electrode belt was found to have an intermittent connection in the cable going into ECG d. The cable was repaired, retested and restocked. The root cause of this intermittent connection cannot be positively identified. It is likely that from the patient disassembling the system undo stress was placed on this solder joint, and cause it to come loose. The electrode belt was evaluated, and found to have a trunk cable that had broken from the solder pad in the distribution node. The cable was resoldered, and the electrode belt was tested. Baseline evaluation was performed, and the cardiac signal appeared normal. The electrode belt was returned to stock. The root cause of this unsoldered cable cannot be positively identified. It is likely that undo stress to the cable caused the cable to elongate, and the wires to come off of the solder pad. No adverse events resulted from the faulty electrode belts. The patient received a replacement electrode belt and monitor.